Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over-infused. The patient was undergoing a heparin infusion. At 23:20, the pump infusing the heparin alarmed ¿air in line.¿ the bag of heparin should have ¿multiple hours¿ left. The heparin was restarted from 23:24 till 23:29 when the nurses realized that the bag of heparin infused in two hours. Stat protamine was administered. Patient had 1:1 nurse at bedside for three hours. Once rc (resident on call) came to bedside at 23:47, a complex neuro assessment was completed, labs stat ordered and pharmacy informed. When the partial thromboplastin time (ptt) was drawn it was at a critical value of >150. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow rate accuracy for 3 runs at a rate of 10.6 ml/hr and a volume to be infused of 10.6ml for a one hour run time. The device delivered with error percentages of -3.08491%, -3.33019% and -2.20755% respectively. All values are within intended range of 5% specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. As a precaution the m2 and m3 springs will be replaced to ensure accurate delivery. Should additional relevant information become available, a supplemental report will be submitted.